Event description:
This spontaneous case was reported by an other and describes the occurrence of device dislocation ("migrated device"), perforation ("punctured internal organs"), device breakage ("fractured device") and injury ("other serious injuries") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and injury (seriousness criterion medically significant). At the time of the report, the device dislocation, perforation, device breakage and injury outcome was unknown. The reporter provided no causality assessment for device breakage, device dislocation, injury and perforation with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.